Manufacturer narrative:
D10 concomitant product: cl-944 polysorb* 0 vio 90cm kv34 x36 (lot#: a5f2019y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while suturing, the needle detached from the suture. The issue occurred with about two sutures from the same box, and the same problem was observed. A new box was opened and used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty-eight representative devices were available for eva luation. Visual inspection noted varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of the sutures. Functional testing found that the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling or loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet the mean and individual specifications. In addition to testing against the specifications, the samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation. Results demonstrated lower forces than are typical for 90° attachment forces of this size suture. It was reported that the needle was detached from the strand several times. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtr onic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.